Event description:
A surgeon reported that four days following a glaucoma filtration device implantation procedure, the device was clogged. An irrigation of the anterior chamber was performed. Postoperatively the pt experienced uncontrolled intraocular pressure. Also, the pt experienced uncontrolled intraocular pressure. Also, the pt experienced hyphema three days postoperative. Approximately one month following the procedure suture lysis was performed. Additional info was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received ie no lot or serial number were indicated for the vent; therefore, the device history record (DHR) could not be reviewed. No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info has been requested. (B)(4).